Event description:
The customer reported that the system displayed a communication error between the c-arm and the workstation on the right monitor. No pt injury was reported.

Manufacturer narrative:
The MFR's service representative performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back in service.